Event description:
Excessive back bleeding into the stylet, which had to be removed and stopcock capped, product was disposed of without lot information.

Manufacturer narrative:
Sample was not returned to the manufacturer, we are unable to evaluate.